Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. Review of the logfile of the treatment day shows the reported problem can be confirmed and is most possible caused by bad docking and patient¿s eye movement. The system shows no deviation that can contribute the reported problem from the technical side. No technical root cause was identified as the system was operating within specifications. The possible root cause is docking technique or patient¿s eye movement. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported suction loss during the procedure. Additional information has been requested.